Event description:
On (B)(6) 2025, the user, newly started on the ilet, reported elevated blood glucose (bg) after a "more than usual" meal announcement, with bg reaching 336 mg/dl. The user administered a manual injection of 5 units of insulin. The agent advised pausing the ilet for two hours to avoid insulin stacking and recommended consistent "usual for me" announcements during the adaptation period. The user's highest blood glucose (bg) recorded was 336 mg/dl. Bg was corrected by manual insulin injection. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.